Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head was intermittently going in and out of black. The issue occurred during preparation for use for an unspecified therapeutic procedure. No error message was present. No other devices connected to the subject device when the failure occurred. The procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted for legal manufacturer's final investigation results. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found that the user's request was confirmed as intermittent, and a flickering image was observed due to a faulty cable. A device history review found no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): per otv-s7proh-hd-12e IFU. "If an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation." Based on the investigation results, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head was intermittently going in and out of black. The issue occurred during preparation for use for an unspecified therapeutic procedure. No error message was present. No other devices connected to the subject device when the failure occurred. The procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.